Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they've tried several programs and don't see any difference. Patient stated that their bowel symptoms were addressed, but their bladder wouldn't empty and getting up 6-7 times a night, and when they pee and standup it would just come out. Patient is asking whether is there is a program that could address their symptoms. Agent reviewed that each program just has a different way of stimulating the sacral nerve which could affect their symptom relief. Agent also reviewed that they would monitor and compare their symptoms as they try each programs to see which one works best for them. Patient mentioned that when they were in the hospital, they didn't have any trial and had just put all the pieces at the same time. Patient also mentioned that they didn't get education on how to work the device. Patient stated that their healthcare provider (hcp) will call them on wednesday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.